Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this right atrial (ra) lead experienced pocket stimulation. Also, a chest x-ray showed that device and leads was displaced with multiple rotations of leads indicated twiddler syndrome. This lead was also dislodged and exhibited high pacing threshold measurements. This lead was explanted and replaced. No additional adverse patient effects were reported.